Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient has low blood glucose event on (B)(6) 2026 while walking. The patient treated with glucose drink. No further information available.